Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. There was difficulty visualizing the mitraclip delivery system (cds) due to poor echocardiogram imaging. The cds was advanced to the mitral valve and the clip was implanted successfully. However, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda), mr increased to 4+. A second clip was implanted to stabilize the implanted clip. Mr was reduced to 1. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (pre-existing flail) and user technique/procedural circumstances (difficulty visualizing the clip). The reported poor image resolution was due to procedural conditions as echocardiogram imaging was challenging. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.